Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. The inappropriate high voltage therapy resulted in patient discomfort. Abbott technical support was contacted, the device was reprogrammed, and medication was given to address the event. The patient was in stable condition.